Manufacturer narrative:
The customer did not provide the patient's date of birth or weight. Service was dispatched to the customer site. The field service engineer (fse) performed a system check and hs (high sensitivity) system check both recovering within specification. A 50 replicate precision run was performed with 2 high fliers noted. No alignment issues for the transducer were found. The next day a new transducer was installed and the wash pump was rebuilt. Verification testing of a 50 replicate precision run failed again with 1 flier. The next day the bearings and pulleys in the analytical module were replaced. System verification of a 50 replicate precision run failed again with one high flier. The following day the wash and precision pumps, dispense probes and tubing, wash wheel bearings and substrate probe were replaced. The system was verified with a system check and 50 replicate precision run which recovered within specification. Although a specific hardware component cannot be identified with the information provided, there is sufficient evidence to reasonably suggest a system malfunction due to one or more replaced parts.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system (serial number: (B)(4)). When a second sample from the patient drawn 6 hours later generated a lower result, the customer reanalyzed the original patient sample on the same access 2 system in question and obtained expected results. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibration, and system check parameters were recovering within expected ranges. The sample was collected in a 13x75 sodium heparin tube, was centrifuged at 3,200 rpm (rotations per minute) for ten minutes, filtered, and aliquoted into a 5ml sample cup. No issues with sample integrity were reported. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.